Event description:
A nurse from the doctor's office stated that a pt received a medpor cranial implant. The pt developed an infection. The infection was treated with antibiotics. The antibiotics did not resolve the infection. The nurse informed us that the implant was removed. The nurse stated that the implant was too large for the pt and that the pt had had previous surgeries in this area.